Manufacturer narrative:
(B)(4). Software version 4.11j; retainer ring = clear. Customer returned insulin pump for alleged cosmetic damage located at the battery tube found on (B)(6) 2022. The pump passed the displacement test and p-cap locks properly into the reservoir compartment, however, damage to the retainer ring was noted during visual inspection. The following were noted during visual inspection: battery tube threads - cracked, cracked keypad overlay, missing display window/cover, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay, end cap address label(faded), cracked retainer and partially detached retainer. Cosmetic damage was confirmed at the battery tube.

Event description:
Information received by medtronic indicated that the insulin pump had a crack at the battery side. Customer stated that the insulin pump had neither been bumped nor dropped. No harm requiring medical intervention was reported. The device was returned for analysis.